Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01510769. Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom) test strip (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose results. The customer is concerned with the result of 65 and 274mg/dl. The expected fasting blood glucose test result range is 80-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date is 9/7/2017. The meter memory was reviewed for previous test result history. 1:107mg/dl (B)(6) 2017 07:05:00 am fasting: yes. 2:67mg/dl (B)(6) 2017 03:37:00 pm fasting: yes. Customer states erratic results. Customer feels fine at this time and denies needing medical assistance. Customer unable to retrieve meter memory results at this time. Customer states they were feeling low after performing physical activity, as is normal for them, they then tested and received a 67 mg/dl. Customer then tested 4 minutes later and received 274 mg/dl result. Customer tested again received 65 mg/dl results and took a glucose tablet. After 5 minutes had passed customer tested again and received 110 mg/dl.